Event description:
The customer reported that the system had image quality issues. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and reflared the barbs and re-installed the push pins. The system was tested and found to be working as intended and put back into service.